Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Further information was requested but not available. Pla230300j/15956379 (B)(4). (B)(4). According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to improper component placement and occlusion of device or native vessel. According to the IFU, read all instructions carefully. Failure to properly follow the instructions, warnings, and precautions may lead to serious surgical consequences or injury to the patient. Do not cover significant renal or mesenteric arteries with the endoprosthesis. Vessel occlusion may occur.

Event description:
On (B)(6) 2017, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. It was reported that after trunk-ipsilateral leg and contralateral leg components were successfully deployed, an attempt was made to implant an aortic extender component (pla230300j/15956379) proximal to the trunk-ipsilateral leg component. When the aortic extender component was deployed, it unintentionally covered the left renal artery. Further intervention was performed for the partial coverage of the left renal artery, and the patient tolerated the procedure. On (B)(6) 2017, the patient was implanted with a bare-metal stent in the left renal artery. Blood flow to the left renal artery was maintained, and the patient tolerated the reintervention procedure.